Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a device did not boot up and just alarms. The back and rear covers were separating by lock. These occurred during testing. There was no patient injury.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found that the tamper seals were removed, the device labels and device itself were observed to be damaged. The device?s event history log was unable to be reviewed due to not powering up. To conduct functional testing, the device was visually inspected on the inside and outside, and the customer reported problem was duplicated. The device was found to be beeping with no power up when batteries are inserted, additionally, found that the device was contaminated with fluid ingression which caused the reported issue. The mpu and both housing cases were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.